Event description:
It was reported that a driveline power fault occurred on the morning of (B)(6) 2025. The patient decided by themselves to perform a system controller exchange. The driveline power fault recurred on the patient's new system controller. A second system controller exchange was performed in the hospital the morning of (B)(6) 2025. The modular cable was not exchanged. The patient was being monitored in the hospital for any impact on the patient's clinical condition due to the system controller exchange. The origin of the driveline power fault was not clear. It was later reported that the driveline faults resolved after the system controller was exchanged in the hospital, and there was no adverse patient impact due to the reported events.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2025 the driveline power faults recurred resulting in the modular cable being exchanged on (B)(6) 2025. It was noted that prior to the exchange, the alarm was cleared, then the alarm re-occurred and was silenced. The alarm resolved after modular cable exchange. On (B)(6) 2025 a new driveline communication fault occurred. The alarm cleared but reoccurred on the (B)(6) 2025. The patient was admitted due to these events and kept under observation. The cable was manipulated and the patient manipulated their upper body but the alarm did not recur. On (B)(6) 2025 the driveline communication fault alarm recurred and was cleared. The exchanged modular cable was inspected and was observed to have dried fluid particles on the pins of the modular connector on the cable side which the site considered as a possible cause of the alarms. The patient was monitored for a further 2 days, but the alarm did not recur until (B)(6) 2026. The patient was again discharged from the hospital after this occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power faults were confirmed via log file analysis; however, system controller, serial number (B)(6), was not returned for further analysis. Log files were submitted and downloaded for review and data revealed driveline power fault alarms starting on (B)(6) 2025 were associated with a pwr_b_broken faults. Data consistent with a controller exchange was observed later that same day. No other notable alarms were observed in the submitted log files. The driveline power fault alarm did not affect the controller¿s ability to operate the pump at the set speed. Additional information states the alarm was cleared on (B)(6) 2025 with a system controller exchange, the patient was asymptomatic as a result of the exchange, the alarm retriggered on system controller (B)(6), and the patient was exchanged back to system controller (B)(6). Further additional information indicates driveline related alarms retrigger, the modular cable was exchanged on (B)(6) 2025, and both system controllers remain in use with (B)(6) as the backup system controller. A root cause for the reported events could not be determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU, section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate 3 IFU, section 2 - ¿system operations¿, and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.